Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The customer was able to clear the alarm. Customer was able to complete pump rewind and displacement test was passed. The customer stated that fill cannula was recorded in daily history. No harm requiring medical intervention reported. The device will not be retuned for analysis.